Event description:
Healthcare professional reported "seroma". Healthcare professional later reported "seroma late, probable alcl" and "fever" diagnosed via ultrasound. Histopathological markers confirming alcl have not been received. This record is for the right side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "seroma late, probable alcl". Continued e1 phone number: (B)(6).

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Since pathology reports confirmed "no malignancy', the previously reported event(s) of "lymphoma-alcl-suspected" will be un-reported. ~ fi summary: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review there is no information if the device will be returned for analysis in the device analysis laboratory. However, the reported events are classified as medical and they are unable to observe, therefore they are unable to be confirmed. A review of the current risk documents was performed in rmf-chl-bi family (v15.0), and the event of bia-alcl is a known hazard for breast implants. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma alcl suspected will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. ~ photo analysis: visual analysis of the photographs identified: ¿ seroma late: unable to observe as it is not related to the device. ¿ fever: unable to observe as it is not related to the device. ¿ breast pain: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Physician provided diagnostics further reporting "lymphoplasmacytic inflammatory infiltrate with interstitial and perivascular distribution, focally associated with multinucleated giant cells that phagocytize refractive material", "inflammatory alterations", "abundant eosinophilic proteinaceous material, in which numerous lymphocytes are immersed. Numerous mature lymphocytes and occasional foreign body-like multinucleated giant cells. Foreign body type", "abundant proteinaceous material and moderate chronic inflammation with sparse foreign body type giant cells (negative for malignancy)". Histopathological markers are provided but not specific (cd30 and alk are both negative). Pathological report returned no malignancy, therefore, event of lymphoma-alcl-suspected will be unreported at this time. In addition, "enlargement" and "pain" were also reported. Capsulotomy performed.